Event description:
Rn attempted to remove foley catheter and was only able to get 1cc of fluid out of the balloon. The "y" tubing was cut and no liquid came out. After contacting the md, the tubing was then cut above the "y" connection. The foley was left to drain, but no fluid returned. The md was again notified and md manually "milked" tubing of liquid and then pulled on tubing. The foley came out with balloon still partially inflated.